Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2006417) on 18-jun-2020. The most recent information was received on 10-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device site pain ('pain at the site of the right implant which remains in my body/ pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion ("loss of an implant"). In (B)(6) 2019, the patient experienced polymenorrhagia ("very heavy periods every 15 days") and dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced medical device site pain (seriousness criterion medically significant), pain ("my body is in pain"), chest pain ("my chest hurts very much"), arthralgia ("joint pain"), pain in extremity ("pain in my right leg as if the inside were being torn out") and migraine ("migraines"). At the time of the report, the medical device site pain, device expulsion, polymenorrhagia, dysmenorrhoea, pain, chest pain, arthralgia, pain in extremity and migraine outcome was unknown. The reporter provided no causality assessment for arthralgia, chest pain, device expulsion, dysmenorrhoea, migraine, pain, pain in extremity and polymenorrhagia with essure. The reporter considered medical device site pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device site pain ('pain at the site of the right implant which remains in my body/ pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion ("loss of an implant"). In (B)(6) 2019, the patient experienced menorrhagia ("very heavy and painful periods every 15 days") and dysmenorrhoea ("very heavy and painful periods every 15 days"). On an unknown date, the patient experienced medical device site pain (seriousness criterion medically significant), pain ("my body is in pain"), chest pain ("my chest hurts very much"), arthralgia ("joint pain"), pain in extremity ("pain in my right leg as if the inside were being torn out") and migraine ("migraines"). At the time of the report, the medical device site pain, pain, device expulsion, menorrhagia, dysmenorrhoea, chest pain, arthralgia, pain in extremity and migraine outcome was unknown. The reporter provided no causality assessment for arthralgia, chest pain, device expulsion, dysmenorrhoea, medical device site pain, menorrhagia, migraine, pain and pain in extremity with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.